Event description:
The customer reported that the sys intermittently failed to allow fluoroscopic exposures and exhibited intermittent functionality. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
No conclusion can be drawn as conclusive info is unavailable at this time and no add'l svc info was provided.